Event description:
It was reported that during a lap gastric bypass procedure, during the firing of the device to make the jejunojejunostomy, the stapler cut but did not staple. The time of the case was extended about 30 minutes to hand sew the anastomsis. There was no pt consequence.